Event description:
Broken haptic. Patient impact: intra-operative explantation.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report, in the following sections: d10: device available for evaluation: corrected to "yes" and entered date returned to manufacturer. G3: reporting source: indicated only company representative for this follow-up #1. G7: type of report: noted as follow-up #1. H2: noted this report contains "corrected information" and "additional information". H3: device evaluated by manufacturer: corrected to "yes". H6: added manufacturer's codes for: method; results; and conclusion. The device was returned, and the product investigation was conducted, with the results noted below: the lens was extracted from the patient eye and attached to the injector with scotch tape. The optic was cut into two pieces. One haptic was detached from the optic. Traces of optic/haptic junction were found both on the edge of optic and root of haptic. The slider and rod were advanced backward. The nozzle was severely broken. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. In addition, we re-installed new lens inside the received tip and released, and we confirmed that we could release the lens without any problems. Review of the production record showed there was not any nonconformities and/or deviation from the specifications. Especially, loop pull strength test report of the material lot to which this lens belongs met our criteria. There were not any damages or abnormalities found on the returned injector except for the nozzle breakage. However, we assumed such nozzle damage did not occur during use. In addition, we could release re-installed lens without any problems. Research in our complaint database for the same production lot did not demonstrate the similar cases reported by the customer. The exact root cause is not determined. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Broken haptic. Patient impact: intra-operative explantation.